Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a perfusionist noted hearing a clicking sound coming from the centrimag (cmag) motor while priming and setting up a cmag system. A cracked segment of the black plastic of the pump housing was observed. There were no alarms. The cmag motor was removed from service. No further information was provided.

Manufacturer narrative:
Section h1: correction. Section h4: additional information. Manufacturer's investigation conclusion: the reported event of a clicking sound coming from the centrimag motor was not confirmed; however, damage to the black plastic on the motor was confirmed via the submitted photo. The centrimag motor (serial #: (B)(6)) was not returned for analysis; however, a photo was submitted showing damage to the black plastic of the motor. Multiple attempts were made to obtain additional information from the customer regarding product return; however, no additional information was provided. The root cause for the reported event was not conclusively determined through this analysis. The 2nd generation centrimag system operating manual warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.